Event description:
A medtronic ent rep reported the m4 shaver was inaccurate by 4 - 6 cm during navigation. When the site attempted to verify the instrument, it would not verify. Per the medtronic ent rep, the site tried to troubleshoot further but with no success. They also tried using another m4 shaver, however, it would not verify. There was green status on the instrument in the camera view. The surgeon opted not to use the shaver for the remainder of the case. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight is not available from the site. Software investigation is on-going. Medtronic ent rep tested sys and instruments the next day and could not replicate issues.